Event description:
It was reported the physician did not implant the lead due to the inability to steer the lead into the correct position. It was reported the lead kept moving in a lateral direction. The physician opted to leave only one lead implanted since bilateral coverage was obtained intraoperatively. The physician removed the lead which could not be positioned; the lead has been returned and analyzed.

Manufacturer narrative:
Results: the complaint was confirmed. Visual inspection of the lead revealed compression marks that aligned with the grommets on the lead package. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.